Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken flange gripper retainer, right iui(inter-unit-interface), crack front cover, rear door, lock label, stiff hinge and contaminated wiper seal. Based on the findings, service determined that the reported issue was due to customer damage of the flange gripper. Device history record a review of the device history record showed the device had a manufacture date of 08feb2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported broken/damaged. There was no patient involvement.

Manufacturer narrative:
The investigation is still pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported broken/damaged. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported broken/damaged. There was no patient involvement.